Manufacturer narrative:
Model number/catalog number: sc-8336-50; serial number: (B)(4); model/catalog description: coveredge 32 surgical lead kit 50 cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection both at the pocket and lead site. Symptom of drainage was noted. It was believed that it was not device or procedure related and the physician suspected that improper wound care was the cause of infection. The patient was treated with oral antibiotics. The patient underwent an explant procedure.